Event description:
Customer reported that an rn administered magnesium sulfate 2 grams in 50ml ivpb at 0148. The IV pump was set to infuse the 50ml bag over 4 hours (12.5ml/hr). Within 2 minutes the rn noted drops falling in the drip chamber much faster than expected for the programmed rate and approximately half of the magnesium sulfate had already infused within 2 minutes (25ml). The patient had a slight increase in heart rate and drop in blood pressure. Intravenous fluids were administered because of the event. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4): conclusion: no available code for undetermined or unknown cause. The reported complaint of an overinfusion of magnesium which was administered as a secondary infusion was not confirmed by investigation of the pump module as reported in 2016493-2012-00534. Visual inspection of the primary administration set and secondary set was conducted. No abnormalities were observed with either set. Functional testing of the primary administration set identified a check valve failure. Failure of the check valve allowed the secondary medication to backflow into the primary container. The cause of the customer's experience was determined to be a faulty check valve. The root cause of the faulty check valve is unknown at this time. The supplier of the check valve is conducting an investigation and a follow up report will be submitted should the root cause be determined.